Event description:
It was reported that the patient, enrolled in it matters clinical study with this spectra penile prosthesis, suspects that their penis is shorter than it was prior to implant six months ago. The patient is unable to use the device as often as they liked. The physician believed that there are no device issues, and the outcome is based on the subjective opinion of the patient. At the twelve-month follow-up, the patient reported that the device moves into the body and is too flexible when attempting sexual intercourse. The movement into the body shortens the length of the penis and the patient is unable to use the device. The physician later suspected the device was not working and discovered the cylinders were too short and lacked rigidity. The physician replaced the device. There were no additional patient complications reported.

Manufacturer narrative:
Updated h6 evaluation conclusion code.

Event description:
It was reported that the patient with this spectra penile prosthesis suspects that their penis is shorter than it was prior to implant six months ago. The patient is unable to use the device as often as they liked. The physician believed that there are no device issues and the outcome is based on the subjective opinion of the patient. At the twelve-month follow-up, the patient reported that the device moves into the body and is too flexible when attempting sexual intercourse. The movement into the body shortens the length of the penis and the patient is unable to use the device. The physician later suspected the device was not working and discovered the cylinders were too short and lacked rigidity. The physician replaced the device. There were no additional patient complications reported.